Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the pocket failing to open, resulting in the medication displaying a quantity of zero. A technical support specialist accessed the system remotely and utilized the tester application to unlock the pocket, successfully removing all four medications and resolving the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system pocket was not functioning properly and would not open. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a no harm or delay to the patient. There were no adverse events or injuries reported based on this incident.